Event description:
Customer reportedly received result of 235 mg/dl on the advantage system and 121 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.